Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, d1(a), d2(a), d4 (model number), g4, h4 and h6. In speaking with the olympus technical assistance center (tac), the customer was advised to power down system, disconnect the camera head, and clean the connectors with alcohol. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint error code e315 screen blackout was confirmed. Based on the results of the investigation, it is likely that the event occurred due to bad video connector. The following are included in the instructions for use (IFU): never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the hd camera head exhibited an error code e315. The issue occurred during a ureteroscopy therapeutic procedure. That was completed using a similar device. There was no delay and no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited an error code e315 screen blackout, and the device would not start. The issue was found during the procedure. There were no reports of patient harm associated with the event.